Manufacturer narrative:
The event occurred in (B)(6). Customer did not provide product information for the compact plus system. Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 18.0 mmol/l on the mobile system and 7.2 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.